Manufacturer narrative:
The ekosonic mach4 12cm catheter, catalog number 500-55112, serial no. (B)(4) was returned to the company on 05th december 2016. The data event log from the pt3b control unit involved in the case was downloaded and reviewed. From the event log, the device in question delivered ultrasound assisted therapy for approximately 16.5 hours before wearing out which caused an 'all msd disabled alarm' as reported by the user. The control unit functioned as expected with no issues. The microsonic device contains multiple piezoelectric elements that oscillate at high frequency and low power. The returned catheter showed signs of wear/tear that likely contributed to failure of these active elements. The control units are designed to provide alarm notification if there is no output from these elements. Manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspections were performed and the device quality criteria prior to release. The reporter stated that the patient did fine requiring no additional procedures prior to discharge to home on an unconfirmed date. As stated earlier, the event log shows approximately 16.5 hours of ultrasound assisted (therapy) run time.

Event description:
During an ekosonic procedure treating a saddle pulmonary embolism, the control unit (cu) alarmed due to a 'all msd groups disabled alarm' after approximately sixteen and a half (16.5) hours of therapy. The reporter indicated that they tried reconnecting the catheter 'several times' (verbatim) and had rebooted the cu, however alarm did not resolve. The physician was notified that the ultrasound was no longer functioning, and the control unit was switched off. Infusion of lytic continued as prescribed. In follow up information received by the company on 30 november 2016, the reporter stated that the patient did well with no requirement for further treatment. The patient was discharged to home on an unconfirmed date. The company was notified of the submission of a medwatch form by (B)(6) to the FDA on 28 november 2016 (uf/ importer report reference number: (B)(4)).